Manufacturer narrative:
(B)(6).

Event description:
It was reported that the coil protruded from catheter. The target lesion was located in the severely tortuous and mildly calcified internal iliac artery. A 10mm x 50cm pe f-idc interlock embolics was selected for use. During the procedure, it was noted that the coil got stuck in the distal part of the catheter. The coil protruded from the tip of the catheter upon removal. The procedure was completed with another of the same device. There were no complications reported.